Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove on, (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua are silver, metallic coils which are grossly consistent with an essure medical device') and pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, thyroid nodule and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and thyroid mass ("symptomatic thyroid nodule"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy. And laparoscopic supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain and thyroid mass outcome was unknown. The reporter considered embedded device, pelvic pain and thyroid mass to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a. Uterus and fallopian tubes; supracervical hysterectomy and bilateral salpingectomy: proliferative phase endometrium; myometrium with no significant histopathologic abnormalities; bilateral fallopian tubes with benign paratubal cysts b. Thyroid, left lobe and isthmus; hemi-thyroidectomy: benign thyroid with benign cystic colloid nodules. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event embedded within the bilateral cornua are silver, metallic coils which are grossly consistent with an essure medical device, pelvic pain and thyroid nodule was added. Lab data, medical history, reporter information, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove on, (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.